Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection performed by customer, the cardiosave intra-aortic balloon pump (iabp) fiber optics does not work there was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fiber optic cable (0012-00-1808) was replaced, tests and functional tests were performed. Equipment suitable for clinical use.

Event description:
N/a